Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that it was noticed that packaging was gray and it should have been red. This may cause some confusion for a customer as there are cartridges that have gray packaging. There was no patient involvement. There were no patient consequences reported.